Manufacturer narrative:
The event is reported at this time based on analysis results that indicate a reportable event. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition (condition of returned device): an apollo micro catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a sealed plastic biohazard pouch and within an opened apollo micro catheter inner pouch. Visual inspection/damage location details: the apollo micro catheter total length was measured to be ~171.4cm. The apollo usable length was measured to be ~165.0cm which is within specification (specification 165.0cm ± 2.5cm). The apollo distal floppy segment was measured to be ~25.8cm which is within specification (specification 25.0cm +2cm -1cm). No flash or molded voids were observed with the apollo micro catheter hub; however. The catheter body was found to be kinked at ~159.8cm and ruptured at ~21.0cm from distal tip. The detachable 5.0cm tip was found to be intact. There appeared to be an unknown residue within distal tip lumen. No other anomalies were observed. Testing/analysis (including sem reports): the apollo was flushed; water exited rupture and distal tip. An in-house mandrel was then inserted through the micro catheter. The mandrel was unable to pass through the rupture. Mandrel was then inserted through the micro catheter from distal tip and was unable to pass through the rupture. No occlusions found. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ was unable to be confirmed and the root cause could not be determined. It is possible that the apollo became kinked at distal end within catheter body lumen during injection causing the rupture. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to confirmed. Possible contributing factors for ¿catheter resistance¿ include catheter damage or catheter lumen occluded with unknown foreign material. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed. Possible contributing factors for ¿catheter kink/damage¿ include incompatible guidewire or delivery system used or user operational context if user advances or retrieves intraluminal device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the microcatheter and de guidewire were handed to the physician and all devices were prepared as IFU, the physician tried to advanced the guidewire through the apollo but he felt resistance and was not able to pass the guidewire (mirage) beyond the very proximal segment of the apollo (just above the hub). This happened before the physician could introduce the system inside the patient, while preparing the microcatheter. After this, the physician flush the apollo to see if it could flush normally, but it burst in the proximal segment (intact). The injection rate was "normal flush." After this, the apollo was replaced with another apollo and the same guidewire (mirage) was used. The treatment continue with no further issues. There was no harm or injury to the patient. Post-procedure angiographic results were normal. The catheter flushed as indicated in the IFU. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of avm embolization. Access vessel was the femoral artery (6f). Ancillary devices include a mirage 103-0608 guidewire.